Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed seven clips as intended and it ejected five clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
A device was returned as a complaint. The only information available is that the clips would not engage, they either fell into patient or would get stuck inside device. No further information is available. It is unknown how the procedure was completed. There was no indication of adverse impact to a patient or procedure.